Event description:
It was reported that the implanted valve was not functioning. When explanted, the valve was found to be filled with blood. The surgeon believes the blood caused the mechanism to lock up and has requested evaluation of the device.